Manufacturer narrative:
(B)(4). The lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead was in the hospital, and pauses were observed on the cardiac monitor. The patient had been having symptoms of lightheadedness. The electrograms (egms) were reviewed, which showed noise, oversensing, and pacing inhibition with greater than two seconds of asystole. The sensitivity was reprogrammed; however, this did not resolve the oversensing. The lead impedance measurements had been stable. A surgical revision was performed, and it was suspected that this lead was in contact with a previously abandoned lead. Therefore, both leads were explanted, and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments; severed approximately 10.8 centimeters (cm) from the terminal end. A thorough evaluation of the lead segments was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspections of the lead revealed the distal shocking coil was partially abraded and flattened, indicating it was in contact with another hard material. Laboratory analysis identified that the visual observation could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead was in the hospital, and pauses were observed on the cardiac monitor. The patient had been having symptoms of lightheadedness. The electrograms (egms) were reviewed, which showed noise, oversensing, and pacing inhibition with greater than two seconds of asystole. The sensitivity was reprogrammed; however, this did not resolve the oversensing. The lead impedance measurements had been stable. A surgical revision was performed, and it was suspected that this lead was in contact with a previously abandoned lead. Therefore, both leads were explanted, and a new rv lead was implanted. No additional adverse patient effects were reported.